Event description:
A power source alert 07 was reported by the customer, leading to a pump shutdown. Despite the alert, there was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy.